Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 557 mg/dl; cause was unknown. The customer received third party assistance from their health care provider (hcp), who assessed the customer by taking a finger stick and urine sample to test for ketones. The customer mentioned they vomited, but no injury or permanent damage occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.